Event description:
It was reported that during balloon dilatation of the ureter, the uromax ultra balloon ruptured and tore the ureter. A stent was placed to repair the ureter, the procedure was completed successfully and the pt was in good condition after the procedure. The hospital staff did not consider this a serious injury. The co's instructions for use state: "potential complications... Include: tissue trauma, tissue perforation." The device was not returned for evaluation.